Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, when saline solution was infused, leakage was found from the connection between the catheter connector and the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample and the catheter was assembled with a two-piece connector. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from beneath the connector strain-relief sleeve. Following disassembly of the connector, microscopic inspection of the catheter shaft revealed a split within the distal connector segment. The fracture surface was glossy and exhibited coarse striations. The fracture exhibited a tapered profile. Catheter deformation and surface abrasions were observed in the vicinity of the split. The fracture features and surface abrasions were consistent damage caused by contact between the catheter shaft and a traumatic instrument such as forceps or hemostats. It appeared that such an instrument(s) was used to manipulate the catheter prior to or during assembly with the connector.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On april 12, 2022, when saline solution was infused, leakage was found from the connection between the catheter connector and the catheter. There was no reported patient injury.